Event description:
It was reported a piece of the cut block broke off during the procedure for a tka. There was an s and n backup device available to complete the surgery without delay. No patient injuries or other complications were reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device broke outside of the patient, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.